Event description:
A patient is seeing a temporal dark shadow 1 1/2 years following initial implant surgery. The surgeon states the eye and the intraocular lens are pristine and they are unsure of the cause. Additional information has been requested.